Event description:
It was reported that during a sleeve gastrectomy procedure, in this case, he use ple60a to dissect the greater curvature of stomach in a sleeve gastrectomy. The firing process was very smooth until the fifth firing. In the fifth firing, he tried to clamp the fundus of the stomach. Before he fired, he checked the black line of the jaw. The stomach was within the black line. The stomach should be able to be dissected completely in this firing. When he pressed the firing button, the firing motion was halted at around 1/2 of the length of the reload. He tried to press the firing button again. The stomach was then milking away from the jaw and slipped away when the knife reach to the end. The knife automatically returned. The surgeon opened the jaw and examined the staple line. The first 1/2 staples formed visually well. For the remaining 1/2, the staples was malformed and the staples formed at the same area. It makes the tissue formed sphere-shaped. The stomach cannot be dissected completely. The nurses cleaned the jaw and reloaded another staple. He clamped another bite away from the original staple line and fired again. The similar situation happened; the stomach kept slipping away, 1/2 staples formed, and the other 1/2 mal-formed. Finally, he used suture to reinforce the staple line and dissect the remaining part by scissors. There were no adverse consequences for the patient.

Manufacturer narrative:
Additional information was requested and the following was obtained: did the device cut? If yes, was the cut line complete? The device has dissect the tissue for ½ cut length e.g. 30mm, and it was stopped. Surgeons press the firing button again, and the cut line complete. As the tissue was milking in this phase, no tissue has been cut. Did the device deliver a complete staple line? The latter ½ staple line was malformed , but all staples from cartridge has fired. Was the post-operative care for the patient changed as a result of the event? During the procedure, the surgeon has applied 2xv-loc to reinforce the staple line. No additional operative care is needed. What color cartridge was being used? All 6 reloads are ecr60g. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. The analysis found that one ple60a device was returned in good visual condition and with five ecr60g cartridge reloads present. Cartridge (b, c, d, e, f) were received fully fired and in good visual condition. In addition the returned reloads (b,c,d,e,f) were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.